Event description:
Reportedly, the patient suffered from light pain at pocket wound for a few days after device implantation (B)(6) 2019) and pocket hematoma due to bacteremia, not related to the subject device.